Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Technical support instructed customer to leave wall adapter plugged into a known working outlet for at least 30 minutes to see if pump would begin charging, customer to call back if issue did not resolve.